Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 05dec2018. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the unit delivered low tidal volume. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 02may19. Date rec¿d by MFR: 25march19. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The customer was provided with a quote for repairs. Multiple unsuccessful attempts were made to follow up with the customer; however, no additional information was provided. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.